Manufacturer narrative:
The results of the returned device analysis could not replicate the reported positioning failure, difficult to open or close, difficult to remove and unintended movement as the clip was deployed and returned within the steerable guide catheter (sgc). The reported mechanical jam was not confirmed as no issues were noted with the arm positioner. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and, the reported positioning failure was due to challenging patient anatomy. The reported unintended movement was due to user pulling hard on the clip delivery system/operational context. The reported mechanical jam, difficult to remove and difficult to close were cascading effects of unintended movement (clip getting stuck in hemostasis valve). The observed material separation, missing component, break, material deformation and scratched material were a result of procedural circumstances/troubleshooting steps resulting from the procedure. The reported unexpected medical intervention appears to be due to case specific circumstance as the clip had to be deployed inside the hemostasis valve which resulted in successful removal of the cds. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip was unable to close requiring intervention and then the clip became stuck in the sgc. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed but grasping was difficult due to pre-existing tethered leaflets. It was decided to remove the cds, the clip was locked and during removal, when the clip was in the hemostatic valve of the sgc, the physician pulled hard on the device which caused the clip to open up. The clip became stuck in the hemostatic valve and it was noted that the arm positioner was not moving and the clip could not be closed. Troubleshooting was performed but was unsuccessful; therefore, it was decided to release (deploy) the clip inside the hemostatic valve. Then, the cds was removed without issue and the sgc was removed with the deployed clip inside the hemostatic valve. A new sgc was used and two clips were implanted reducing mr to 1. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.